Event description:
Reported by the complainant as follows... Boy was choking by a bit of food, far out in the woods during a class trip. He became unconscious because of airway obstruction. Undersigned arrive on the scene as an ambulance doctor. Patient was intubated immediately and airway secured. It was a little complicated to get the tube in place, partly because much blood and mucus in the airways and partly because this was carried out lying on the ground. The tube also needed to be forced down with a certain force as it got "stuck" in the vocal cords. The patient then had carried a long distance to the ambulance. Once the tube was in place, I noted that it had a tendency to fold in the posterior pharynx with airway/tube stop as result. This could partially be remedied by bending the boy's head backwards. I did not want to start adjusting the tube position before we had got him into the ambulance. Once he was inside this I adjusted the tube position but the tube had folded and the fold could not be straightened completely. However, there was in this situation not the time to re intubate the patient so the tube / airway was kept open during the transport, with the boys head bent backwards. When the patient arrives at the (B)(6), the receiving doctor was informed that the tubes had a tendency to kink. Even this doctor had problems with the tube. Patient is taken directly to surgery for further examination and treatment. Even here, there are problems with the tube but there is a separate declaration on this. This endotracheal tube has several negative characteristics that have proven on numerous occasions. This time the consequences were so severe that this notification is established. Our experience is that these tubes also have a blunt tip compared to other tubes. This means that the tube must be forced past the vocal cords with some power and is difficult to get in place and there is a risk to damage the vocal cords. The plastic material is also soft making it difficult to steer and folds easily. If there is a crease on the tube, it can not be corrected and the tube must be replaced with a new tube. This is very risky as you have to "sacrifice" the patient's airway until the new tube is in position.

Manufacturer narrative:
(B)(4).